Event description:
The physician reported the intraocular lens was removed and replaced without complication due to a refractive surprise.

Manufacturer narrative:
The device was not received by the MFR for evaluation. No additional reports received for iols manufactured in this batch record. Product history records indicate the product met release criteria.